Manufacturer narrative:
Updated device evaluation completed on april 06, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that the initial submission with: (manufacturer report number:1645337-2021-02100) inadvertently missed the patient code chest injury. Manufacturer¿s reference number: (B)(4), please see h6 for the patient code chest injury.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 375cc silicone prosthesis experienced left sided rupture and, and bilateral capsular contracture grade iii on the left and IV on the right-side post procedure. The patient fell and implant ruptured. An MRI examination confirmed the rupture. As a result, patient underwent bilateral replacements and full capsulectomies on (B)(6) 2021. This report relates to the right side.

Manufacturer narrative:
Device evaluation completed on march 04, 2021 during visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On february 19, 2021 additional information received indicated that the post operation findings for the left prosthesis was intact, no rupture. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).